Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had diminished sensing and the thresholds had risen and were high. An x-ray showed that the implantable pulse generator (ipg) had rotated from the original implant position which had pulled back both the atrial and right ventricular (rv) leads. There were no changes observed on the right ventricular (rv) lead measurements. The ipg and leads will be monitored and remain in use. No patient complications have been reported as a result of this event.